Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for the following microbes. The all channels: unspecified microbes (1 cfu/endoscope). The distal end: unspecified microbes (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the device before use tested positive for brevundimonas albigilva (300 cfu/channel) . Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is unlikely that the reported phenomenon is due to the scope, because there was no report on abnormality of the scope and the re-culturing test result cleared the french guideline.